Event description:
It was reported that the patient underwent an ipg replacement procedure due to pain at the ipg site. No device malfunction was suspected. The explanted device was not returned as it was discarded by the facility.